Event description:
Pt called pdc on (B)(6) 2013, to report of medical intervention that occurred on (B)(6) 2013, at 8:11 pm. Pt reported receiving a high reading of 325 mg/ml on his prodigy meter, with symptoms of anxiety and numbing in his toes. This prompted him to have his grandson drive him to the ER which was 10 minutes away. Medics were not called. The hospital drew blood for testing and the pt's glucose level came back as 110 mg/dl. Pt was released a few hours later with a reading of 140 mg/dl. No treatment was given. Prodigy sent replacement meter and ts w/prepaid envelope and requested return of suspect product (s).